Event description:
It was reported that the right atrial lead had a polarity switch to unipolar due to multiple low impedance values. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.